Event description:
Customer reported intermittent occlusion alarms. Customer changed the infusion set, cartridge, and resumed insulin delivery to address the occlusions. On (B)(6) 2025 the customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) above 500 mg/dl and high ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2025.